Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been having high blood glucose and does not know why. Customer stated that her blood glucose started off at around 300 mg/dl and she cannot get it under 300 mg/dl. Customer's blood glucose was 514 mg/dl yesterday. Customer stated that she changed her infusion set yesterday and her blood glucose came down a little bit, but it went back up to 497 mg/dl last night around dinner. Customer's current blood glucose is 331 mg/dl. Customer stated that she has only treated with the pump. Customer changed her set 3 times yesterday. Customer stated that the reservoir was wet and had a leak. The reservoir was the only thing the customer did not change during her set changes. Customer believes the issue was found and the leak was the cause of her unexplained high blood glucose. Customer reported that the leak was on the snap cap. Customer was advised to change the reservoir and do a full set change.